Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to a pump error 38 occurring on 09/05/2024 09:17:51.000 and a pump error 37 occurring on 09/05/2024 09:15:26.000 during testing. Successfully downloaded history files and traces using thump. Pump error 43 was found in the history files on 07/18/2024 17:52:00.000. Pump error 130 was found in the history files on 07/19/2024 01:40:03.000. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1, pcba 2, force sensor and motor home switch]. Unable to do the motor test to due moisture damage on connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, battery tube threads - cracked, cracked end cap, cracked case, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label faded). Pump error 43, pump error 38 and pump error 37 were confirmed during testing and due to moisture damage on the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37 (the drive count/time values or changes incorrect for moving or coasting and too slow or too fast) and pump error 38 (no motor movement or negligible movement and retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer was able to clear the error and unable to complete rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.